Event description:
During use of the device during cardiopulmonary bypass, the display of the arterial monitor of the heart lung console went blank for approximately 5 seconds. When the display was restored, the information was lost.